Manufacturer narrative:
Patient information is unknown device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the following event: a problem occurred with a threaded persuader during a surgery. After the surgeon successfully removed the cap and persuader from the screw, the nurse was unable to unscrew the beige part of the persuader and it was later found to be broken. The beige teeth at the end of the beige cylinder broke. Four teeth total were broken and were all retrieved. No pieces fell into or were left behind in the patient. The procedure was completed with the other threaded persuader from the set. There was no delay and the patient outcome is unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned instrument was examined and the complaint condition was able to be confirmed as the reduction insert was found to be damaged: four (4) broken tabs on the distal end. A definitive root cause was unable to be determined; however, the failure mode is consistent with improper assembly of the instrument, which can cause excessive loading on the insert tabs during reduction. The threaded persuader is a component of the matrix spine system and is specifically utilized for rod reduction in cases involving spondylolisthesis. The relevant drawings for the returned instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no material record reports, non-conformance reports, or complaint-related issues were identified. The following changes were implemented to the design of the device to prevent issues: reduction insert material changed to implant grade peek to mitigate risks associated with part breakage; the reduction insert thread pattern has been modified from a standard 60 degree to a 10 degree; additionally, an alignment pin was removed and the blocking feature was extended. These changes were implemented in order to reduce the necessary torque input, and therefore reduce the likelihood of excessive torque being applied which can lead to instrument failure. When assembling the persuader construct, the inner shaft is inserted into the outer shaft. Then the reduction insert is inserted into the proximal end of the outer shaft and snapped into position - an audible click will be heard. At that point, the inner tube can be threaded into the reduction insert. The failure mode of damaged/broken tabs on the reduction insert has been associated with improper assembly of the instrument, causing excessive loading on the insert tabs during reduction. The system technique guide was updated to include assembly instructions. The returned instrument was manufactured to the new design. Device history review: manufacturing location: (B)(4) - manufacturing date: march 2, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.